Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the unit as received had a low rf output power on test. Problem was isolated to broken connection on transistor q107 of main bd. Also, rotary switch works intermittently and must be replaced. No updates needed. A DHR review was performed and no anomalies were noted during the manufacturing process. Fix: re-solder and added wire to secure broken solder on transistor pin. Replaced worn rf output jacks. Replaced intermittent rotary switch. Retested unit. Unit passed on final acceptance test. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Generator output is off by 50%.customer to call back with a po#.